Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 100 mg/dl at the time of the incident. The customer was at 150 mg/dl at the time of the call. The customer was given d5 to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer claimed the pump delivered 3 days worth of insulin while they were performing the fill cannula process. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, broken battery tube threads, end cap address label missing, missing display window cover and serial number label fading. (B)(4).